Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2022. During the procedure, the clip could not be deployed in the patient's body. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Block h6: medical device code a15 captures the reportable event of clip could not be deployed. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without its over sheath. It was also noted that the clip assembly was returned, and no failures were found. Functional examination was performed on the clip assembly and was able to perform the first activation and release the clip assembly. No other problems with the device were noted. The reported event of clip unable to release from the catheter was not confirmed. Investigation found that the device returned with the clip assembly still attached and it was able to open and close its arms. As part of the analysis, the most distal section was inspected, and not discernible failures were observed. The functional inspection was performed using the tortuous fixture as per procedure and it was able to deploy without problems. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A product labeling review identified that the device was not used per the instructions for use (IFU)/product label as the investigation found that the over-sheath was attempted to be completely removed from the device which is not describe in the instructions for use.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2022. During the procedure, the clip could not be deployed in the patient's body. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. Note: it was reported that the customer clearly states that the over sheath was intentionally removed. However, as per IFU, the over sheath is supposed to be retracted to expose the clip and not removed from the catheter.